Manufacturer narrative:
(B)(4). Date sent: 8/6/2025. Additional information was obtained: based on the analysis (below), it was not confirmed that there was energy output delivered when ports were potentially observed to be lit. Energy ceased to be delivered to the top energy module, and this is confirmed by there being no further event log or information available and the "energy module error" indicating loss of connections between modules. As a result, there is no potential harm to the patient due to the reported continuous activation, as the device as well as the top energy module did not have any power delivered to it which is required in order for the device to be activated. Mp is abbreviated for monopolar.

Event description:
It was reported that during the pre-op of a lobectomy during the setup of devices and generators at approximately 13:00 a nurse noted that it appeared that a monopolar instrument was activating inadvertently because she saw the screen stay blue like in an activation though she did not believe she depressed any of the switches. She believes she heard the tones as well and that it was on the mp1 port (top module). She shutdown the entire dualto stack in response to the error. When it was rebooted there was no issue present and the case was completed without issue. No patient involvement.

Manufacturer narrative:
(B)(4). Date sent: 5/21/2025. D4 batch #: unknown. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: gtin is unknown. Additional information was requested and the following was obtained: was a fault screen observed during the issue? No, devices kept firing with normal screen without activation. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/24/2025. Based on analysis of the dualto event log, it was determined that a non-recoverable fault occurred which interrupted communication between the communications module and the energy modules. Below is an analysis of the events: 12:48:39 - signal_surge_device_connected - mp1 upper ethem module device connected. 12:48:41 - signal_connection_unplugged - mp1 upper ethem module device disconnected. 12:48:43 - signal_surge_device_connected - mp2 upper ethem module device connected. 12:49:28 - signal_hsw_type_change - har700 device added. 12:50:15 - signal_test_passed ¿ indicates the completion of the harmonic handpiece test, required at initial connection to the system. 12:51:07 - signal_system_state_change ¿ a device was activated - no further details or communication from module 1 (top energy module) after this time. It is suggested that this was a monopolar device activating on coag, which is supported by the blue activation screen and the connection of mp instruments above. At the same time as activation above 12:51:07 - signal_header_indicated_display_fault - head-tbl008 fault "energy module error" occurred. This fault indicates lack of communication between modules. This indicates that energy deliver will cease, since communication was lost. Additionally, no other events were found on the top energy module, indicating that no energy delivery occurred . 12:51:23 - signal_surge_device_connected - mp1 lower module device connected. This is connection to the bottom ethem module, since the top energy module gave the above error. This indicates that the bottom energy module was communicating. 12:52:23 - signal_time_confirmation_failure - head-tbl001 fault "system restart required". 12:53:00 - signal_local_power_off_request - this aligns with the reported reboot of the system. Based on system architecture and communication design, it can be reasonably assumed that energy would be terminated upon system fault. Due to this lack of communication between modules, the speaker may deliver tones momentarily and the screen may display the previous activation. A second failure was eventually triggered due to the state of the communications module. Upon restart of the system, no further issues were observed and the system was utilized for the remainder of the procedure without fault. The system was returned for analysis, which is in progress.